Event description:
It was reported that during an unknown procedure the surgeon found the cartridge wing of sr75 easily to be torn, and they fell off from the cartridge. The surgeon found he was not able to remove the remaining sr75 from ntlc75. He opened another new ntlc75 and decided to open another sr75. Two fragments were generated (both cartridge wings). No patient consequence reported.

Manufacturer narrative:
(B)(4) date sent: 1/11/2024 d4: batch #969a99 investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the the ntlc75 device was received with no apparent damage with a reload loaded and a second reload (b) present. The reload loaded was received fully fired and with the swing tab in the locked position and with the both gripping surfaces broken off and no returned making the reload nonfunctional. The reload (b) was received unfired with the swing tab in the unlocked position and with both gripping surfaces damaged making the reload non-functional. In addition the right gripping surface of the reload (b) was broken off during the visual inspection. The device was tested for functionality with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete, and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. This condition is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additionally, a set of photos were provided and they showed the condition of the reported event. A manufacturing record evaluation was performed for the finished device batch number 969a99, and no non-conformances were identified. The lot#102c91 history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. Additional information was requested, and the following was obtained: 1. Could you please clarify if there were any patient consequences? 2. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? [Ans for q1 and 2 so far no further comments added.